Event description:
It was reported that during a colon procedure, the surgeon had difficulties to insert or remove the blue trocar from the anvil. Despite this issue, the device could be used successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The ancillary trocar was received inside of the package and was noted to have scratch marks on it. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. If the anvil is grasped by the locking springs, the ancillary trocar will not insert and release easily resulting to damage to the trocar. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The customer reported that the unit unexpectedly shutdown.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.